Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for the event. The patient stated there was a breach in aseptic technique due to not completing proper hand washing techniques prior to treatment. The culture result of gram-positive cocci accounts for bacteria that colonizes the human nasal cavity, skin, fingernails, and oral cavity in which it must be considered that the cause of peritonitis is misoperation and lack of awareness of aseptic operation. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with canceling treatment. The patient stated their peritoneal dialysis registered nurse (pdrn) advised them to disconnect from treatment on the liberty select cycler due to a possible infection. Additional information was obtained through follow-up with the patient¿s pdrn. On the evening of (B)(6) 2020 the patient contacted the pd clinic due to cloudy pd effluent and not being able to drain. The patient was instructed to disconnect from treatment and come into the pd clinic. The patient presented to the pd clinic that night and a pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient did report right-sided pain; however, this patient has continual right-sided pain, so it was unknown if this was related to the peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration not provided). The culture was sent out to the lab on (B)(6) 2020 and the initial results came back on (B)(6) 2020 positive for gram-positive cocci, with no organism identified at the time. The patient did not require hospitalization for the event. The patient did not report any cassette leak or device issue related to this event. The patient did report a breach in aseptic technique as they did not follow proper hand washing protocols prior to pd set-up. No further information was available.